Event description:
Menstrual sanitary pads caused me to have mild/moderate vaginal chemical burns. They don't have an ingredients list so there's no way to tell what the irritant was. Dates of use: (B)(6) 2018. Diagnosis or reason for use: mild incontinence. Is the product over-the-counter? Yes; event abated after use stopped or dose reduced? Yes; event reappeared after reintroduction? Yes.